Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. The patient came to the clinic at (B)(6) 2024 22:30 after drinking alcohol and cut his finger by glass for 1 hour, considering that the patient was dealing with alcohol intoxication, and urgently needed to be treated with naloxone injection, the nurse found that the needle was leaking after the establishment of venous access, and in order to avoid air contamination, he was immediately given to pull out the closed venous needle, and then replace it with a closed venous needle to establish venous access.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#4080098 1-the products of this batch were assembled at intima ii auto line 4 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.